Event description:
During botox injection using chalgren enterprises disposable injectable monopolar emg electrode, the electrode needle broke off at the hub and was retained in the pt's adipose tissue. Confirmed with x-ray. Decision was made to leave intact versus attempting to remove after consultation with ortho and general surgeons.